Event description:
It was reported that an 840 ventilator went into inoperable condition. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.